Manufacturer narrative:
Additional information: b3, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p5l0972); egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p5l0972); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5k1138); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5k1138); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5k1138); egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # p5l0892); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # p5g0880); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # p5g0880); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # p5g0880); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # p5g0880). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ten days after gastric bypass surgery performed on (B)(6) 2026 where 11 reloads were used, the patient had gastrointestinal staple line bleeding. This resulted in readmittance to the emergency department. An endoscopy was performed, but there was no longer active bleeding. Plasma was administered as a prophylactic method. Vascular clips (cholecystectomy) were also placed on the staple lines to resolve the bleeding. It was noted that the patient stayed in the hospital for three days.